Event description:
It was reported that the patients ¿monitor¿ was not working. The patient was not feeling stimulation. The last time she felt stimulation was on 2014-(B)(6) when she charged her implant. During the report, the patient was advised to place the antenna over the implant and sync. The patient could not feel stimulation. The patient was unclear if she pressed the ¿stimulation on¿ button. The stimulation on icon was displayed on the programmer. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97792, lot# n363786, implanted: 2014-(B)(6), product type accessory. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).